Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter inside. This occurred on 2 occasions before use. The following information was provided by the initial reporter: it was found a hair inside the product's package. It is being reported a case of insyte autoguard #20 where its content, with the product being sealed, there is a hair inside of it.

Manufacturer narrative:
Investigation: our quality engineer inspected the photographs provided. The photo displayed two units in packaging with a strand of hair that that goes through both packages. The reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to human error in the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter inside. This occurred on 2 occasions before use. The following information was provided by the initial reporter: it was found a hair inside the product's package. It is being reported a case of insyte autoguard #20 where its content, with the product being sealed, there is a hair inside of it.